Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city, MFR region, country code, postal code), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted two tunnelers with evidence of damage at the tip. It was reported that the dilator broke at the distal end and there was a tunneler issue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the vascular surgeon was performing implantation of the indwelling catheter in the surgery room, and after the catheter guide passed and when the tunneler was tried to pass, it was observed that the tip of the tunneler was perforated or pierced (damaged), which did not allow passage of the tunneler and catheter. It was also stated that a crack was observed at the introducer tip and large dilator. There was nothing unusual observed on the device prior to use. There was no leak and no luer adapter issue. Flushing was done prior to use with a normal result. There were no other products utilized with the device. There was no excessive force used on the device. The catheter was not repaired. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. To resolve the issue, the procedure was suspended or stopped. The product was not replaced, and a new product was not used to continue and complete the procedure. The procedure was completed. The patient was treated under local anesthesia, and the anesthesia time was not extended by greater than 30 minutes. The outcome was that it was retrieved. There was no blood loss due to the event, and a blood transfusion was not required. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend the patient's hospitalization. There was no reported patient injury.

Event description:
According to the reporter, the vascular surgeon was performing implantation of the indwelling catheter in the surgery room, and after the catheter guide passed and when the tunneler was tried to pass, it was observed that the tip of the tunneler was perforated or pierced (damaged), which did not allow the passage of the tunneler and catheter. It was also stated that a crack was observed at the introducer tip (which meant tunneler tip), and the large dilator had just cracked near the patient's skin and did not separate into two or multiple pieces. There was nothing unusual observed on the device prior to use. There was no leak and no luer adapter issue. Flushing was done prior to use with a normal result. There were no other products utilized with the device. There was no excessive force used on the device. The catheter was not repaired. There was no cleaning agent used on the device. The insertion site was not treated prior to product placement. It was stated that the patient was going to have a left indwelling catheter implantation, to co insider the event and to resolve the issue, the patient's procedure was suspended or cancelled. The patient went out with the same transitional catheter that the patient already had on the right side prior to the scheduled procedure. The catheter was not replaced, and no new catheter was used. The outcome was that it was retrieved. There was no blood loss due to the event, and a blood transfusion was not required. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend the patient's hospitalization. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.